Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/26/2015.

Event description:
According to the reporter: during surgery, the balloon of the trocar exploded when only a few cc's of air was inflated.

Manufacturer narrative:
(B)(4).